Manufacturer narrative:
P-cap did not lock in place properly during testing. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection all connectors were plugged in successfully and no moisture or anomalies noted during visual inspection. Isolate to electronic assemblies. Unable to download history files and traces using thump software due to display anomaly. Unit also received with the following cosmetic damages: scratched case, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, pillowing keypad overlay and cracked case (battery tube). In conclusion unit received with unexpected blank white flashing screen. Isolate to electronic assembly. Unable to confirm unexpected error alarms or confirm troubleshooting code due to constant white flashing screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump has experienced a startup error. The customer reported no adverse event. The event involved product mmt- 1880l. Troubleshooting was not performed. No harm requiring medical interventions were reported. The product mmt- 1880l will not be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.